Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tubing detached from the quick release while the patient was sleeping and had high blood glucose level (336 mg/dl). Patient's weight was (B)(6). No further information available.